Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent surgery to address lead migration (reference MFR report: 1627487-2012-12505). Prior to the procedure, the patient reported her ipg would not turn on and the device had "stopped working". The patient did not bring her programmer or charger with her. The physician decided to explant and replace the ipg on (B)(6) 2013. Stimulation was restored as a result of the procedure.